Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having extreme, "double over abdominal pain," on their left upper quadrant. They also had a little nausea due to the pain reaction. This began two weeks prior to the report. The patient had contacted their gastrointestinal doctor, and were recommended to have a MRI. It was unknown if the MRI was related to the device/therapy or positional movement. They noted that they had a "hemiplegic migraine" like a stroke in 2015, and were showing minimal alzheimer symptoms in (B)(6) 2017. The patient stated that the hcp wanted to keep doing cat scans, and the patient said they would glow in dark if they kept doing cat scans. They were further told by the hcp coordinator that their implantable neurostimulator (ins) could not be removed. It was mentioned that the patient was the second person with the clinical trial when they had their implant. They had the ins implanted for 8 years, and they doubted it was still working. Additional information received from the patient indicated that the pain had not been resolved. It was not worse or better. They did not think there was much change in their activity level in the last three years. In the last year, nothing had changed except they had decreased things that caused them to pull and stretch. They were doing a different kind of yoga, but it had not changed the pain level. When they experienced pain, they modified their exercise. They modified their exercise more, but it still did not change the pain. They went to their gastrointestinal physician, who told them to call the manufacturer. They had an appointment scheduled with the physician in (B)(6) 2017. The patient also provided that they were confined to a wheelchair due to unrelated issues and had put on 200 pounds. They lost the 200 pounds three years ago from changing their dietary and exercise habits, and since then, could actually see the device. Before they could not see through the fat. They thought that the protrusion was the device, and wondered if it was prolapsed and going through the abdominal wall. They stated that the ins poked out, and they could feel and see where it was. A healthcare provider (hcp) further reported that the patient had severe abdominal pain. The hcp also stated that the patient had researched their device, and believed it was recalled. They had scheduled an appointment to see the patient as an intervention taken to resolve the issue. The patient further reported that the pain they had was related to the device, and was around the implantable neurostimulator (ins), under the skin. They provided that the pain was localized to the ins site. It was indicated that they were gardening, and when they bent over, there was discomfort. They stated that they had a high pain tolerance, and the pain was starting to get worse. This occurred the morning of (B)(6) 2017. The patient mentioned that they were feeling concerned, and wanted their device removed. A nurse told the patient to reach out to the manufacturer representative (rep), but the patient had not yet heard back from the nurse or rep. They were trying to avoid an ER situation because the ER didn't know anything about the device. The patient reported that they were (B)(4) sure the ins was no longer viable. It was noted that a hcp told them that they were (B)(4) certain the ins was dead and no longer functioning. The patient stated that they used to go see the hcp once year to check the ins battery. Three years ago, they were told they no longer had to go unless they were having problems. They also mentioned that they no longer had gastroparesis which was caused from the medication they were taking. The patient had stopped taking the medication three years ago, and didn't have problems with gastroparesis anymore. Their bowels were fine, no vomiting, no nausea, and everything was working perfect. It was noted that the patient had never had a problem with the ins other than the previously reported kidney failure/ICU stay. They did have a hcp appointment scheduled for (B)(6) 2017. The patient reported that they couldn't find a hcp that would remove the device since they didn't originally implant it. They had talked to their gastrointestinal hcp, who was ordering a CT scan with contrast for (B)(6) 2017 to confirm there was no infection or abscess in the patient's abdomen. The patient could not get a pic line since they did not have good IV access. It was noted that the patient did not have a fever. If they could not stand the pain, they could go to the ER earlier to get a CT scan, but they were trying to avoid going to the ER. The patient wanted the device removed, but the implanting healthcare provider would not go back in due to the scar tissue and kidney failure following implant. The hcp had told the patient that it was a disaster going in, and they were much harder coming out. It was unlikely the implant would be removed when the patient saw the physician on (B)(6) 2017. The patient also mentioned that they were not letting the implanting physician go back into their abdomen. They further reported that they went to the ER on (B)(6) 2017, and had a cat scan done to rule out any abscess or see if there was any kind of problem. The patient also went to their primary doctor on (B)(6) 2017, and they prescribed a narcotic pain patch. They also stated that they were trying to avoid an emergency surgery, but sta ted that the pain patch had not really helped. There were no further complications reported as a result of this event. The indication for use was gastric stimulation.